Manufacturer narrative:
The pad-pak was first installed on the 9th february 2010 and performed to specification up to the 13th october 2015. An increase in voltage suggests a further pad-pak was installed. The device recorded two manual power ups on the last history log on the 13th october 2015. The user accessible memory was erased prior to 24th september 2015. Investigation found the reported fault can be attributed to membrane failure. The manual power ups may indicate the device was switching itself on and the user was intervening by powering the device off, hence no ten minute power ups. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, there was a slight fluctuation observed on the battery pogo-pins. This had no impact on the device ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.